Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in may 2022. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU) as there incorrect/incomplete reprocessing due to damage at the time of pickup for inspection; however, a definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the olympus representative reported the customer appropriately reprocessed and stored the device after the last procedure including brushing the device and not delaying pre-cleaning. The device was inspected prior to use for any abnormalities. Foreign material was found due to incorrect/incomplete reprocessing due to damage at the time of pick up for repair.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of wrinkles on the connecting tube was unable to be confirmed. During the device evaluation it was confirmed that the scope had reduced angulation. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play in all directions was out of standard value due to wear of the angle wire. Upon further inspection, foreign material was observed on the forceps elevator due to insufficient cleaning or handling of the scope. A scratch was observed on the connecting tube and on the universal cord. It was also observed that the forceps control lever was damaged due to physical stress caused by handling. Lastly, it was observed that the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera duodenovideoscope had reduced angulation and wrinkles on the connecting tube. The reported issues were discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.